Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of experiencing blood and pain at site within six hours after insertion. Customer reported that blood glucose had risen to 500 mg/dl. Troubleshooting was performed and customer was advised that products would be replaced.